Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had hardware low level error. The customer¿s blood glucose level was unknown .customer experiencing hyperglycemia .customer advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit alarmed pump error 63 during selftest and confirmed in the pump history due to broken traces on the keypad assembly. Unit received with pillowing keypad overlay, cracked retainer and minor scratches on lcd window.